Manufacturer narrative:
Added. C0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found in system logs, error: c-34 - hf voltage too low in on state. During fa process we were able to replicate the reported event. Unit tested on system, presents c-34 error on start-up. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe was not working and that error c-34 occurred. The caller power cycled the erbe, with no change. The intuitive tech support engineer (tse) confirmed the reported error in the erbe logs. The tse asked if a different output setting would allow the erbe to work. The caller reported that the erbe does provide energy without faulting in "classic" mode, but the energy output was very low. The caller advised that the erbe was still giving a c-34 error when trying to use bipolar energy. The user proceeded with the case using a 3rd party generator. There were no reports of patient injury.